Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that it failed the uplink amplitude and e-field immunity tests, that it had a cracked led window and magnet and that the label was delaminated.

Event description:
It was reported that the radiofrequency (rf) head would not interrogate any devices on two separate programmers. The rf head was returned to the company service department and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.